Manufacturer narrative:
The customer re-uses patient sample ID numbers. The customer re-used sample ids that had pending tests stored in the analyzer. The device labeling, located in the vitros eci user documentation describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The root cause of this event is user error.

Event description:
A customer reported that the incorrect assays were run for two patient samples while using the vitros eci immunodiagnostic system. The correct patient name and demographics were associated with each affected sample. The incorrect assays were identified by the customer for the affected patient samples, and the correct assays were performed and reported. No discordant patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint numbers (B)(4).